Event description:
It was reported the patient had a pump refill performed the morning of (B)(6) 2015. A few hours later, the patient was "muzzy" and "did not respond". It was noted the patient had decreased consciousness and was 10/15 on the gcs (glasgow coma scale) scale. The patient's wife called an ambulance, the patient was sedated, intubated, and admitted to the intensive care unit (ICU) for monitoring. Filling difficulties of the pump and allergic reaction were also reported. The event resulted in in-patient hospitalization and emergency room visit/admission. It was "supposed" that the patient had a baclofen intoxication due to a priming bolus that was given. The baclofen was removed from the pump and replaced with nacl 0.9%, 40 cc. The infusion rate was reduced to the lowest level. This resolved the product issue. The event was considered severe (produces significant impairment of function or incapacitation and is a definite hazard to the subject¿s health) and resolved without sequela on (B)(6) 2015. The baclofen in the pump at the time of the event was lioresal baclofen (including admixtures).

Event description:
Additional information received reported the healthcare professional (hcp) confirmed the patient was transferred to the emergency room (ER) in the evening with symptoms of overdose after a refill was performed in the afternoon. Clarification of the bolus was received; the patient received a priming bolus, not a bridge bolus, on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Initial reporter information updated. Device code (B)(4) was updated to (B)(4).

Manufacturer narrative:
(B)(4)